Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, unresponsiveness and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was seen by paramedics and was diagnosed with blood glucose (bg) values that dropped to 47 mg/dl. The patient was unresponsive. For treatment, the patient was given glucose and monitored. The pod was worn longer than 48 hours on the arm. The ambulance left after 45 minutes. The pod was discarded.